Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. Inspection of the instrument revealed a broken conductor wire at the distal end. No signs of any breakage or pieces missing anywhere on the distal end of the instrument. No sign of thermal damage was observed. The instrument was tested with in-house system and passed recognition and engagement tests. The instrument moved intuitively with full range motion in all directions. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the instrument broke and a piece fell inside the patient. Although the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the user felt non-intuitive movement on the maryland bipolar forceps instrument. Inspection identified a broken wire and a piece fell inside the patient. The broken fragment was retrieved during the same surgical procedure. The procedure was completed using the backup instrument with no further issue. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The entire fragment was retrieved laparoscopically and a post-operative test was not required.